Event description:
It was reported that a balloon rupture occurred, a 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured when inflation was performed at the lesion part. The procedure was completed with a different device. No patient complications reported.